Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours their blood glucose level rose close to 400 mg/dl. It was reported that the pods needle had not retracted.

Manufacturer narrative:
The returned device was evaluated and the device was returned with the cannula deployed and the needle failed to retract. An enhancement was implemented to the vision system to catch the presence and orientation of the cannula in the slide retract.